Event description:
It was reported that o2 fluctuations occurred during ventilation with a test lung. There was no pt involvement. (B)(4).

Manufacturer narrative:
The investigation is finalized. The device logs were captured by our field service engineer. There was no request made for service by the customer. There were no part (s) replaced. Our device log evaluation confirms fluctuations in oxygen concentrations, during a specific time period ((B)(6)). As a consequence, the date of event is corrected. All pre-use checks performed during the time period have been successful. The technical logs have no entries during the time period to indicate a technical failure of the ventilator. The oxygen fluctuation is confirmed by the alarms given for both low and high oxygen concentration, indicating that the measured oxygen concentration is deviating more than 5% from the set value. In the cases where an alarm for low oxygen concentration was given, this event was triggered by an alarm of o2 supply pressure low. In this case, the root cause for the fluctuation is insufficient gas supply pressure from the hospital facility oxygen system, i.e. This ventilator was working according to design. Alarms generated regarding the high oxygen concentration can not be attributed to low o2 supply pressure. There is no identified faulty part and no other indication in the device logs to indicate a ventilator malfunction. The cause for the alarms for high oxygen concentration can not be established from this investigation.

Manufacturer narrative:
Further info about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.